Event description:
It was reported the pt was "shocked" during a reprogramming session. The pt reported that during the event, he screamed several times and was in terrible pain. Add'l info received indicated the shocking sensation may have been more of a "buzzing sensation." The pt stated from that point on, he was "afraid" of electricity. The pt requested the device be explanted. The initial scheduled explant surgery was cancelled due to the pt's blood pressure being too high. Eventually, the pt was able to work with his hcp to have the device explanted. The hcp stated that the implanted device was not the issue, as the pt was very happy with the stimulation.

Manufacturer narrative:
.